Manufacturer narrative:
(B)(4). Per email sent from the distributor 29-jun-2016. The device is now fully functional.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate. The device was not changed out, an external gas blender was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per follow-up with the subsidiary service supervisor (ss) on 28-jun-2016: they calibrated with the gas line disconnected from the oxygenator, they did not use the local control knobs during calibration, they were not using the mechanical flow meter (flow meter is attached but did not check rate). Ss also informed the investigator that they received the six month preventative maintenance kit and basically the oxygen (o2) sensor rectified the problem. The customer noticed high oxygen supply pressure alarm initially. The supervisor confirmed that electronic patient gas system (epgs) is working now. No part will be returned to manufacturer for evaluation. The service history of the epgs suggests that it was not sent for reconditioning since it was sent to manufacturer subsidiary in 2008. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.